Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A field service engineer performed a system evaluation while on-site to install new patient surfaces. Device met all specifications. Additionally a component of the superdimension system, location board (lb), was returned for evaluation. Visual inspection of the lb confirmed that the corner of the board was broken off and the pigtail cable was frayed. However testing of the lb revealed that the damage did not affect the accuracy of the system. The device met specification.

Event description:
The site reported that the procedure was done using a damaged location board (lb) but does not attribute the event to the lb.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. It is unknown if the patient was hospitalized or required treatment at time of event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.